Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a guide wire with several kinks throughout its length and with stretched coils towards the proximal end. The core wire was found to be separated adjacent to the proximal weld. Microscopic examination revealed plastic deformation and necking in the area of the break. The wire met dimensional specification and no pieces appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describes suggested techniques to minimize the likelihood of guide wire damage during use and warns the user not to withdraw against the needle bevel or use excessive force. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that when the surgeon tried to remove the guide wire, it unraveled. There were no clinical consequences as a result of this occurrence and the patient is fine.